Event description:
The pt received two leads (from the same lot) as part of her scs system. It was reported the pt's leads had migrated. The leads were explanted and replaced and the pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.